Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure the image visualization system (ivs) suddenly failed, and the acquired scenes could only be reviewed in exam room. Live x-ray was still available with the image acquisition system (ias-a). In this failure scenario the procedure can be aborted in a controlled manner if necessary. In this case the procedure was continued and finished using an alternative system. Detailed investigation revealed that the ivs could not communicate to the axcs network as the ivs axcs adapter was down due to an issue on the motherboard. The exchange of the ivs pc resolved this problem. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that imaging was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.